Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available. Patient was asymptomatic.

Event description:
New information on (B)(6) 18 noted that the device was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
Correction - previously reported date received by manufacturer in 2017865-2018-13684 was (B)(4) 18 but should have been (B)(4) 18.

Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and was found to be below the expected limit. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery.